Manufacturer narrative:
The manufacturer received information in relation to a dreamstation expert unit. The device was returned to a third party service center. During visual inspection of the device, it was determined that the unit was corroded. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Event description:
The manufacturer received information regarding a dreamstation expert. The device was returned to a third party service center. During visual inspection of the device, corrosion was found on dc insert. This report is being submitted for the corrosion found on dc insert during service. There was no allegation of serious or permanent harm or injury. The device was returned to the third party service center for further evaluation. The third party service center visually inspected the device. During evaluation, corrosion was found on the dc insert. In addition, the connector oxide was also observed in the device. This incident has been deemed reportable due to the corrosion found on the dc insert. The device logs were downloaded and 1 instance of e-191 was found. The damaged bottom enclosure has been replaced. The device was scrapped.